Event description:
It was reported that the customer was found in a diabetic coma. The customer has not been using the pump since the incident and the batteries are depleted. The contact wanted to know if there would be any info in the pump and could be downloaded.